Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the septum was disconnected from the y-site. The reported condition was verified. The cause of the condition was determined to be due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum part of the y-site of plexitron solution administration set was detached. This was observed prior to use. There was no patient involvement. No additional information is available.